Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec. Rite test failure found by service personnel during evaluation, and there was no patient involved. After review of the (B)(4) system, the customer discontinued use of the device due to: drop out.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for rite - therapy monitored volume failed performance specification. Internal and external inspection was performed and passed. Volumetric accuracy test was performed and the device failed. Temperature confirmation testing was performed and the temperature was verified to be within specification. Device powered up properly and no errors occurred. Inspected door piston and found insufficient amount of copper mesh. Due to the insufficient amount of copper mesh, the unit could not deliver an accurate amount of fluid resulting in volumetric accuracy failure. The cause for the rite failure of therapy monitored volume failed was determined to be an insufficient amount of copper mesh. The door piston was scrapped and the device was sent to servicing.